Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Healthcare professional later reported leaking. Device has been explanted.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Healthcare professional later reported leaking. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on posterior side assessed as surgical damage. Observed, broken on plug strap. Observed opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.